Event description:
A patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The solex 7 catheter (lot # 160263) was smoothly inserted into the patient's left internal jugular vein in one attempt. No other adjunctive temperature management or relative procedures were performed on the patient adjunct or prior to cooling. The patient's body temperature at the start of the ivtm therapy was 36°c. The target temperature of the cooling phase was set at 33°c, and the console was set at max cooling mode. About 30 minutes after the initiation of the treatment, when the patient's body temperature was 35.5°c, the thermogard system displayed an "air trap" alarm. The nurse noticed about 200-250 ml fluid loss in the 500 ml saline bag, except for the 200-250 ml circulating in the closed loop system. No leaked fluid was observed on the patient's bed, the thermogard console, or the floor. The customer suspected a catheter balloon leak and infusion of about 200-250 ml of saline into the patient's bloodstream. The customer removed the catheter and replaced it with another solex 7 catheter (lot # 177903). Initially, the customer reported they attempted to flush the catheter before insertion, but since the catheter lumens couldn't be flushed, the catheter was not used. However, the reporter provided additional information from the physician stating that the second catheter was inserted into the same vein. After the second solex 7 catheter was inserted, the user tried to flush the catheter with a 0.5 ml syringe. But the catheter lumens were blocked and couldn't be flushed. The customer couldn't remove the catheter because the catheter balloon would not deflate. Therefore, the customer cut the out luer, and saline was aspirated using a needle. The catheter was then removed without any further problems, and it was replaced. About 2-3 hours after inserting the 3rd catheter, when the patient's body temperature was at 33°c, the start-up kit (suk) (lot # 181975) started leaking saline at the roller pump area. Saline accumulated inside the roller pump raceway of the thermogard console. Per the reporter, the suk was never uninstalled or reinstalled, and the patient was never transported during the treatment. The suk was replaced, and the treatment was continued and completed with the same thermogard console. No patient injury was reported. The patient is stable.please see the following related MFR report:MFR # 3010617000-2023-00069 for the solex 7 catheter (lot # 160263)

Manufacturer narrative:
The customer reported that the lumens of the solex 7 catheter (lot # 177903) were blocked and couldn't be flushed. However, during functional testing at zoll, all infusion ports and extension tubes were flushed without resistance except for the in/out luered ports. Also, the customer reported that they couldn't remove the catheter because the catheter balloon would not deflate. Therefore, the customer cut the out luer, and saline was aspirated using a needle and removed the catheter. The catheter was returned to zoll without the out luer. Upon inspection, the catheter shaft was observed to be kinked at the proximal end of the serpentine balloon. The balloon loops at the proximal end of the serpentine balloon were completely deformed, and four balloon loops were missing. The in/out luered lumen was unable to flush due to the kink on the shaft and due to the missing loops of the serpentine balloon. The exact timing and cause of the kink on the catheter balloon could not be determined; however, improper handling of the catheter cannot be ruled out. The root cause of the missing loops of the serpentine balloon was not determined; however, the customer did not report any impact on the patient caused by the noted issue. During visual inspection, blood residues on the surface of the serpentine balloon, and no other physical damages were observed. It was not possible to perform further testing due to the condition in which the catheter was received.